Event description:
During initial testing at the manufacturing facility, it was noted that the device did not deliver.

Manufacturer narrative:
The device was received. Investigation is not complete. The event that is being reported was noted during manufacturing testing; therefore, user facility event codes are not applicable in this case.